Event description:
It was reported that during a vena cava filter deployment, difficulty advancing the filter through the sheath was experienced until the filter became stuck in the sheath; although, add'l manipulation was used to deploy the filter, the filter tilted in the ivc upon deployment. There are no plans at this time to retrieve the filter. There is no reported pt injury.

Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.